Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did not replicate but did confirm the complaint error 2200. Upon visual inspection, no issues were found related to the reported event. The psm was tested on patient fixture test platform (pftp) with no related errors. As a result of these findings, failure analysis concluded that the embedded serializer instrument identification (esii) printed circuit assembly is consistent with the reported complaint and is the potential root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to install an instrument on the universal surgical manipulator 2 (usm2). The technical service engineer (tse) advised the customer to test the instrument on another usm and found it engaged correctly. The customer then tried to reseat the sterile adapter on the usm2 but the issue remained. The customer continued the case. The procedure was completed with no reported injury.